Event description:
It is reported that the shell did not fit as firm as the surgeon expected.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.